Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6). (B)(6), md. Office visit. Patient returns after CT scan to evaluate recurrent incisional hernia. CT confirms recurrent subxyphoid hernia and a port hernia above the umbilicus. Patient also had an esophagogastroduodenoscopy demonstrating esophagitis with ulceration, gastritis, duodenitis, and a small hiatal hernia, and pronounced neuromuscular dysfunction of the esophagus. Impression: recurrent incisional hernia at subxyphoid area and port hernia. Small hiatal hernia. (B)(6) 2010: (B)(6). (B)(6), md. Office notes. Status post incisional hernia repair with modified components tech with mesh and primary repair of port hernia. Drains removed last week. Complains of pain around the lower subcostal margin and fluid over the left and right skin flaps. He did report going to the ER this weekend. Exam: no infection, no hernias, positive seroma around operative site. (B)(6) 2010: (B)(6). (B)(6), md. Office notes. Continued pain around incision site and complains of seroma. I had seen it on previous office visit and reassured him that was normal and that if it persisted I would aspirate it. Has continued to have pain and states clothes are not fitting. Exam: small scabbed area with suture material exposed. No hernias, positive seroma. Two areas prepped and draped in a sterile fashion and 600 cc of serosanguinous fluid removed. Plan: abdominal binder daily to help reduce seroma recurrence. (B)(6) 2010: (B)(6). (B)(6), md. Office notes. Complaints of seroma and pain around the costal margins. Explained to him that this seroma can reaccumulate and that he should expect to have some chronic discomfort. Should get better with time. Patient went about a week before the seroma accumulated after aspiration. Wear abdominal binder. (B)(6) 2010: (B)(6). (B)(6), md. Office notes. Fluid much less than before. Impression: status post components release with repair of incisional hernia. Postoperative seroma. Plan: follow up after for discussion of repeat aspiration or drain placement. (B)(6) 2011: (B)(6). (B)(6), md. Office notes. Re-evaluation of seroma that has been persistent since incisional hernia repair. Continues pain around operative site. Plan: do not recommend doing anything at this time as he has been recently hospitalized for a ¿mini stroke¿. We will see him back in one month. (B)(6) 2015: (B)(6), md. (B)(6) md. Office notes. Complaint of hernia. Referred for ¿loose nissen fundoplication¿ and pain around hernia repair. Has had several hernia repairs. Last repair was used to close a subxyphoid incisional hernia. Underwent a modified components separation technique to close the defect. Has had pain around the right and left sides of his abdomen. Likely chronic, not amendable to surgical treatment. MRI has been done and does not mention any hernia recurrence. Abdomen: upper midline laparotomy scar. No definitive hernia noted. Reproducible pain with palpation along right and left upper quadrants and subcostal areas. At the umbilicus there is an incarcerated port hernia. Impression: likely related to components separation. Doubtful any surgical procedure will improve this problem . (B)(6) 2015: (B)(6) hospital. (B)(6), md. Radiology-CT abdomen/pelvis. Reason for exam: abdomen and chest pain. Impression: hiatal hernia. No acute abnormalities of the chest is noted otherwise. Status post anterior abdominal wall hernia repair. Diverticulosis of the sigmoid colon. No small bowel obstructive pattern no free air is present. (B)(6) 2015: (B)(6), md. (B)(6), md. Office visit. Presenting to discuss procedure results. Chest CT demonstrates moderate sized hiatal hernia. CT scan of abdomen and pelvis does not demonstrate any incisional hernia recurrence. Does have a known periumbilical hernia. Referral to tertiary care for consideration of hiatal hernia repair. He continues to have daily gerd [gastroesophageal reflux disease]. (B)(6) 2016: (B)(6), md. (B)(6), md. Office notes. Recurrent incarcerated hernia at his umbilicus. Most recent hernia repair to repair hiatal hernia. Subsequently shortly thereafter developed a hernia at the umbilicus. Causes pain daily. Abdomen: incarcerated hernia at umbilicus. Impression: discussed open repair. Several hernia repairs in the past. He understands that it may reoccur. Will address in open fashion. (B)(6) 2016: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: incarcerated recurrent incisional hernia. Postoperative diagnosis: same. Procedure performed: open incisional hernia repair using covidien symbotex mesh. Procedure details: ¿the patient was taken to the operative suite and placed in the supine position where adequate general anesthesia was obtained. The patient¿s abdomen was prepped and draped in the usual sterile fashion. Once this was done an incision was made over the hernia in the midline extending from just above the umbilicus down below it. Sharp dissection was carried down to the level of the incarcerated hernia. The hernia was then dissected away from the subcutaneous tissues. The sac was then opened. It appeared to contain omentum. The neck of the sac was then scored with the electrocautery. The omentum was identified. This was sharply removed and sent to pathology. The hernia defect was then examined. A few adhesions were taken down from the peritoneum. After this was done, I chose the covidien symbotex mesh for repair. The mesh was then inserted into the peritoneal cavity. Cardinal sutures were placed at the north, south, east and west positions of the mesh. Once this was done, the ethicon securestrap was then used to fixate the mesh in a circumferential fashion. After this was done, the area was then irrigated with saline with ancef. The fascia was then reapproximated with ethibond sutures using a smead jones technique. After this was done, the umbilicus was reattached to the underlying fascia with a 3-0 vicryl suture. The skin was closed with a combination of vicryl sutures and staples. Exparel was injected around the operative site for local anesthesia. A dressing was then placed and the patient was extubated and taken back to the recovery in satisfactory condition.¿ (B)(6) 2016: (B)(6). (B)(6), md. Pathology report. Specimen site: hernia sac and contents. Gross description: received in formalin in a container labeled with the patient¿s name and ¿hernia sac and contents¿ is a single unoriented lobular piece of yellow tan apparent adipose tissue 8.0 x 7.0 x 3.5 cm. The specimen is consistent with preperitoneal fat of a hernia sac. The specimen is inked black and serially sectioned revealing no hemorrhage, necrosis, or suspicious mass lesions. (B)(6) 2016: (B)(6), md. (B)(6), md. Office notes. Status post open incisional herniorrhaphy with covidien symbotex mesh. Abdomen: midline incision clean and intact. Staple removed. No hernia or evidence of infection. No lifting greater than 30 lbs for 6 weeks. Recommend that he avoid any significant liftings as he had multiple hernia surgeries and he is likely to have a recurrence if he does any heavy lifting. (B)(6) 2016: (B)(6), md. (B)(6), md. Telephone encounter. Patient¿s niece called saying patient has a bulge in stomach ¿it looks like mesh came loose¿ patient rates his pain as an 8. I informed her that they would need to go to emergency room for further evaluation. (B)(6) 2016: (B)(6), md. (B)(6), md. Office notes. Patient fell down and hit abdomen. Noted to have a seroma at that time a CT scan was done to evaluate operative site. Abdomen: seroma present at operative site. Patient believes that he has a mesh problem/recurrent hernia. No evidence of infection. Impression: will obtain CT of abdomen . [Missing records: records for the CT scan showing the ¿seroma¿ were not provided.] (B)(6) 2016: (B)(6), md. (B)(6), md. Patient fell and developed a bulge at operative site. Seroma appears to be getting smaller but is still present. CT scan demonstrated a seroma at operative site. Discussed continued observation but he is unhappy with bulge. Discussed possibility of infecting the mesh and the need for a drain. He understands and wishes to proceed. (B)(6) 2016: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: history of incisional hernia repair, status post fall with postoperative hematoma/seroma. Postoperative diagnosis: history of incisional hernia repair, status post fall with postoperative hematoma/seroma. Procedure performed: evacuation of seroma/hematoma. Drain: 15-frnech fluted drain. Estimated blood loss: minimal. Procedure in detail: ¿the patient was taken to the operating suite and placed in supine position. The patient was then intubated by anesthesia. During this process, it was noted the patient to have small bits of tobacco in his lip and teeth and the patient was the intubated by anesthesia, orogastric tube placed. Upon placing this tube there was noted to be brown gastric fluid. It was evacuated, consistent with patient swallowing his tobacco. The patient¿s abdomen was the prepped and draped in the usual sterile fashion. After this was done, an incision was made on the left side of the abdomen over the seroma. Using a 15 blade the cavity was punctured and bloody-colored fluid consistent with a possible hematoma was evacuated from the area. The suction was used to remove this. The wound was then irrigated with saline copiously. A 15-french fluted drain was then placed into the cavity and sutured in place with nylon suture. A dressing was placed and the bulb placed to suction. The patient was extubated and taken to recovery in satisfactory condition. He will be discharged home on his home medications, and the patient is not to shower while the drain is in place. He will follow with me next week to have the drain removed. He is to do no driving for the next 24 hours or while taking narcotics. The patient currently has a prescription for narcotics. He may use this for pain control. The patient should call if there are any problems. ¿ (B)(6) 2016: (B)(6), md. (B)(6), md. Office notes. Was seen in ER. Noted to have some induration at site where had hematoma drained. Drain was pulled out over a week ago. CT scan was done. Showed a fluid collection. I discussed drainage of the fluid. Abdominal wall was prepped and draped in sterile fashion. Needle was introduced into the fluid collection and sample obtained for culture. Fluid appeared purulent. Penrose drained placed. Impression: drained in office. Cultures sent. On antibiotics. (B)(6) 2016: (B)(6), md. (B)(6), md. Office notes. Wound check. Drain not draining much. Redness gone. No purulent material noted. Drain removed. (B)(6) 2016: (B)(6), md. (B)(6), md. Office notes. Operative site has healed, no erythema . (B)(6) 2017: (B)(6), md. (B)(6), md. Office notes. Underwent drainage of seroma in (B)(6) 2016. Abdomen: tender to palpate around umbilicus and scar. No definitive hernia noted. Check CT for recurrent hernia. Has gained 10 lbs since prior surgery. (B)(6) 2017: (B)(6) hospital. (B)(6), md. Radiology-CT abdomen/pelvis. Reason: abdominal pain. Impression: extensive chronic and postoperative changes, as previously described with a hiatal hernia and an extensive diverticulosis of the colon. However it appears that the abdominal wall abscess, anterior to the synthetic mass, has almost completely resolved, with scarring in the area. (B)(6) 2017: (B)(6), md. (B)(6), md. Office notes. Presenting to discuss procedure results. CT scan of abdomen and pelvis on (B)(6) 2017. Status post open incisional herniorrhaphy with covidien symbotex mesh. Underwent drainage of seroma in (B)(6) 2016. Had been seen last month for pain around the hernia repair site. No evidence of hernia recurrence was noted. A CT scan was ordered and done since the last visit it shows a hiatal hernia and scarring around the hernia repair site. No recurrent hernia. Tip around the left part of the hernia repair site. The area was cleaned with alcohol and a solution of kenalog and lidocaine injected around the site of pain. (B)(6) 2017: (B)(6), md. (B)(6), md. Office notes. Bilateral hernia. Patients evaluated by his primary care md and noted to have bulges in both inguinal areas. Multiple ventral/incisional hernias repaired in the past. Uses tobacco daily. Chronic cough. Abdominal pain, pain with bowel movement. Current plans: recurrent inguinal hernia repair. (B)(6) 2017: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: left inguinal hernia. Postoperative diagnosis: recurrent left inguinal hernia. Procedure: open left inguinal hernia repair with mesh. Findings: recurrent direct inguinal hernia. Procedure details: ¿the patient was taken to the operative suite. The patient was in supine position. Adequate general anesthesia was obtained. Timeout was then performed. Once this was done, the skin incision was made in the left groin with the 10 blade. The incision was deepened through the scarpa¿s and camper¿s fascia with the use of electrocautery until the aponeurosis encountered. This was cleaned and the external ring was then exposed. It was evident that the patient had previous hernia repair here as there was ethibond sutures noted in the fascia. Hemostasis was achieved in the wound and incision was then made in the end portion of the external oblique aponeurosis in direction of its fibers. The ilioinguinal nerve was not identified as there was a lot of scarring. It was difficult to visualize the nerve during the procedure. Flaps of the external oblique were developed cephalad and inferiorly. The cord was then identified. It was gently dissected free of the pubic tubercle and encircled with a penrose drain. At this point, the canal was examined and there appeared to be a large direct defect noted. Anteromedial aspect of the cord inspected. There was no indirect hernia noted. The allis clamp was used to grasp the hernia sac. It was dissected down to the level of its neck. It was opened, contents were reduced. The sac was then twisted and ligated with a vicryl suture. At this point, a bio-a plug were inserted into the defect. A few vicryl sutures were placed in the bio-a plug that pulled it in place. At this point, a keyhole polypropylene mesh was selected for repair. Beginning at the pubic tubercle, the mesh was then sutured to the inguinal ligament inferiorly and then the conjoined tendon superiorly. This was done with 2-0 nylon suture. Care was taken to place the mesh in a relaxed fashion to avoid any excess tension and I attempted to make sure no neurovascular structure were caught in the repair. Again, him having a previous repair, the anatomy that in itself did identify the nerves. Laterally, the tails of the mesh were crossed and the internal ring recreated allowing for the passage of the surgeon¿s fifth fingertip. Hemostasis was checked again. Penrose drain was removed. The cord was injected with 2 ml of exparel. The external oblique aponeurosis was then closed with a running suture of 3-0 vicryl. Scarpa¿s then closed with a running 3-0 vicryl suture. The skin was closed with vicryl and staples. A dressing was applied. The testicle was then pulled back down to its anatomic position. All sponge and needle counts were correct at the end of the case. The patient tolerated the procedure well and was taken to post anesthesia in stable condition.¿ (B)(6) 2017: (B)(6), md. (B)(6), md. Office notes. Postoperative check visit, 20 days postoperative procedure. Open inguinal hernia repair with mesh. Patient is doing well. Weight 164.3 lbs. Abdomen: left groin scar. No hernia or infection. No heavy lifting greater than 30 lbs until after (B)(6) 2017. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 09/29/2010: (B)(6). Office visit. Patient returns after CT scan to evaluate recurrent incisional hernia. CT confirms recurrent subxyphoid hernia and a port hernia above the umbilicus. Patient also had an esophagogastroduodenoscopy demonstrating esophagitis with ulceration, gastritis, duodenitis, and a small hiatal hernia, and pronounced neuromuscular dysfunction of the esophagus. Impression: recurrent incisional hernia at subxyphoid area and port hernia. Small hiatal hernia. ??/??/??: [missing records: records for the CT scan showing ¿recurrent subxyphoid hernia and a port hernia above the umbilicus¿ were not provided.] 11/01/2010: (B)(6). Office notes. Status post incisional hernia repair with modified components tech with mesh and primary repair of port hernia. Drains removed last week. Complains of pain around the lower subcostal margin and fluid over the left and right skin flaps. He did report going to the ER this weekend. Exam: no infection, no hernias, positive seroma around operative site. 11/15/2010: (B)(6). Office notes. Continued pain around incision site and complains of seroma. I had seen it on previous office visit and reassured him that was normal and that if it persisted I would aspirate it. Has continued to have pain and states clothes are not fitting. Exam: small scabbed area with suture material exposed. No hernias, positive seroma. Two areas prepped and draped in a sterile fashion and 600 cc of serosanguinous fluid removed. Plan: abdominal binder daily to help reduce seroma recurrence. 12/06/2010: (B)(6). Office notes. Complaints of seroma and pain around the costal margins. Explained to him that this seroma can reaccumulate and that he should expect to have some chronic discomfort. Should get better with time. Patient went about a week before the seroma accumulated after aspiration. Wear abdominal binder. 12/20/2010: (B)(6). Office notes. Fluid much less than before. Impression: status post components release with repair of incisional hernia. Postoperative seroma. Plan: follow up after for discussion of repeat aspiration or drain placement. 01/05/2011: (B)(6). Office notes. Re-evaluation of seroma that has been persistent since incisional hernia repair. Continues pain around operative site. Plan: do not recommend doing anything at this time as he has been recently hospitalized for a ¿mini stroke¿. We will see him back in one month. 02/18/2015: (B)(6). Office notes. Complaint of hernia. Referred for ¿loose nissen fundoplication¿ and pain around hernia repair. Has had several hernia repairs. Last repair was used to close a subxyphoid incisional hernia. Underwent a modified components separation technique to close the defect. Has had pain around the right and left sides of his abdomen. Likely chronic, not amendable to surgical treatment. MRI has been done and does not mention any hernia recurrence. Abdomen: upper midline laparotomy scar. No definitive hernia noted. Reproducible pain with palpation along right and left upper quadrants and subcostal areas. At the umbilicus there is an incarcerated port hernia. Impression: likely related to components separation. Doubtful any surgical procedure will improve this problem. 02/26/2015: (B)(6). Radiology-CT abdomen/pelvis. Reason for exam: abdomen and chest pain. Impression: hiatal hernia. No acute abnormalities of the chest is noted otherwise. Status post anterior abdominal wall hernia repair. Diverticulosis of the sigmoid colon. No small bowel obstructive pattern no free air is present. 03/02/2015: (B)(6). Office visit. Presenting to discuss procedure results. Chest CT demonstrates moderate sized hiatal hernia. CT scan of abdomen and pelvis does not demonstrate any incisional hernia recurrence. Does have a known periumbilical hernia. Referral to tertiary care for consideration of hiatal hernia repair. He continues to have daily gerd [gastroesophageal reflux disease]. 07/27/2016: (B)(6). Office notes. Recurrent incarcerated hernia at his umbilicus. Most recent hernia repair to repair hiatal hernia. Subsequently shortly thereafter developed a hernia at the umbilicus. Causes pain daily. Abdomen: incarcerated hernia at umbilicus. Impression: discussed open repair. Several hernia repairs in the past. He understands that it may reoccur. Will address in open fashion. 08/04/2016: (B)(6). Operative report. Preoperative diagnosis: incarcerated recurrent incisional hernia. Postoperative diagnosis: same. Procedure performed: open incisional hernia repair using covidien symbotex mesh. Procedure details: ¿the patient was taken to the operative suite and placed in the supine position where adequate general anesthesia was obtained. The patient¿s abdomen was prepped and draped in the usual sterile fashion. Once this was done an incision was made over the hernia in the midline extending from just above the umbilicus down below it. Sharp dissection was carried down to the level of the incarcerated hernia. The hernia was then dissected away from the subcutaneous tissues. The sac was then opened. It appeared to contain omentum. The neck of the sac was then scored with the electrocautery. The omentum was identified. This was sharply removed and sent to pathology. The hernia defect was then examined. A few adhesions were taken down from the peritoneum. After this was done, I chose the covidien symbotex mesh for repair. The mesh was then inserted into the peritoneal cavity. Cardinal sutures were placed at the north, south, east and west positions of the mesh. Once this was done, the ethicon securestrap was then used to fixate the mesh in a circumferential fashion. After this was done, the area was then irrigated with saline with ancef. The fascia was then reapproximated with ethibond sutures using a smead jones technique. After this was done, the umbilicus was reattached to the underlying fascia with a 3-0 vicryl suture. The skin was closed with a combination of vicryl sutures and staples. Exparel was injected around the operative site for local anesthesia. A dressing was then placed and the patient was extubated and taken back to the recovery in satisfactory condition.¿ 08/17/2016: (B)(6). Pathology report. Specimen site: hernia sac and contents. Gross description: received in formalin in a container labeled with the patient¿s name and ¿hernia sac and contents¿ is a single unoriented lobular piece of yellow tan apparent adipose tissue 8.0 x 7.0 x 3.5 cm. The specimen is consistent with preperitoneal fat of a hernia sac. The specimen is inked black and serially sectioned revealing no hemorrhage, necrosis, or suspicious mass lesions. (B)(6) 2016: (B)(6). Office notes. Status post open incisional herniorrhaphy with covidien symbotex mesh. Abdomen: midline incision clean and intact. Staple removed. No hernia or evidence of infection. No lifting greater than 30 lbs for 6 weeks. Recommend that he avoid any significant liftings as he had multiple hernia surgeries and he is likely to have a recurrence if he does any heavy lifting. (B)(6) 2016: (B)(6). Telephone encounter. Patient¿s niece called saying patient has a bulge in stomach ¿it looks like mesh came loose¿ patient rates his pain as an 8. I informed her that they would need to go to emergency room for further evaluation. (B)(6) 2016: (B)(6). Office notes. Patient fell down and hit abdomen. Noted to have a seroma at that time a CT scan was done to evaluate operative site. Abdomen: seroma present at operative site. Patient believes that he has a mesh problem/recurrent hernia. No evidence of infection. Impression: will obtain CT of abdomen. ??/??/??: [missing records: records for the CT scan showing the ¿seroma¿ were not provided.] (B)(6) 2016: (B)(6). Patient fell and developed a bulge at operative site. Seroma appears to be getting smaller but is still present. CT scan demonstrated a seroma at operative site. Discussed continued observation but he is unhappy with bulge. Discussed possibility of infecting the mesh and the need for a drain. He understands and wishes to proceed. (B)(6) 2016: (B)(6). Operative report. Preoperative diagnosis: history of incisional hernia repair, status post fall with postoperative hematoma/seroma. Postoperative diagnosis: history of incisional hernia repair, status post fall with postoperative hematoma/seroma. Procedure performed: evacuation of seroma/hematoma. Drain: 15-frnech fluted drain. Estimated blood loss: minimal. Procedure in detail: ¿the patient was taken to the operating suite and placed in supine position. The patient was then intubated by anesthesia. During this process, it was noted the patient to have small bits of tobacco in his lip and teeth and the patient was the intubated by anesthesia, orogastric tube placed. Upon placing this tube there was noted to be brown gastric fluid. It was evacuated, consistent with patient swallowing his tobacco. The patient¿s abdomen was the prepped and draped in the usual sterile fashion. After this was done, an incision was made on the left side of the abdomen over the seroma. Using a 15 blade the cavity was punctured and bloody-colored fluid consistent with a possible hematoma was evacuated from the area. The suction was used to remove this. The wound was then irrigated with saline copiously. A 15-french fluted drain was then placed into the cavity and sutured in place with nylon suture. A dressing was placed and the bulb placed to suction. The patient was extubated and taken to recovery in satisfactory condition. He will be discharged home on his home medications, and the patient is not to shower while the drain is in place. He will follow with me next week to have the drain removed. He is to do no driving for the next 24 hours or while taking narcotics. The patient currently has a prescription for narcotics. He may use this for pain control. The patient should call if there are any problems.¿ (B)(6) 2016: (B)(6). Office notes. Was seen in ER. Noted to have some induration at site where had hematoma drained. Drain was pulled out over a week ago. CT scan was done. Showed a fluid collection. I discussed drainage of the fluid. Abdominal wall was prepped and draped in sterile fashion. Needle was introduced into the fluid collection and sample obtained for culture. Fluid appeared purulent. Penrose drained placed. Impression: drained in office. Cultures sent. On antibiotics. (B)(6) 2016: (B)(6). Office notes. Wound check. Drain not draining much. Redness gone. No purulent material noted. Drain removed. (B)(6) 2016: (B)(6). Office notes. Operative site has healed, no erythema. (B)(6) 2017: (B)(6). Office notes. Underwent drainage of seroma in (B)(6) 2016. Abdomen: tender to palpate around umbilicus and scar. No definitive hernia noted. Check CT for recurrent hernia. Has gained 10 lbs since prior surgery. (B)(6) 2017: (B)(6). Radiology-CT abdomen/pelvis. Reason: abdominal pain. Impression: extensive chronic and postoperative changes, as previously described with a hiatal hernia and an extensive diverticulosis of the colon. However it appears that the abdominal wall abscess, anterior to the synthetic mass, has almost completely resolved, with scarring in the area. (B)(6) 2017: (B)(6). Office notes. Presenting to discuss procedure results. CT scan of abdomen and pelvis on (B)(6) 2017. Status post open incisional herniorrhaphy with covidien symbotex mesh. Underwent drainage of seroma in (B)(6) 2016. Had been seen last month for pain around the hernia repair site. No evidence of hernia recurrence was noted. A CT scan was ordered and done since the last visit it shows a hiatal hernia and scarring around the hernia repair site. No recurrent hernia. Tip around the left part of the hernia repair site. The area was cleaned with alcohol and a solution of kenalog and lidocaine injected around the site of pain. (B)(6) 2017: (B)(6). Office notes. Bilateral hernia. Patients evaluated by his primary care md and noted to have bulges in both inguinal areas. Multiple ventral/incisional hernias repaired in the past. Uses tobacco daily. Chronic cough. Abdominal pain, pain with bowel movement. Current plans: recurrent inguinal hernia repair. (B)(6) 2017: (B)(6). Operative report. Preoperative diagnosis: left inguinal hernia. Postoperative diagnosis: recurrent left inguinal hernia. Procedure: open left inguinal hernia repair with mesh. Findings: recurrent direct inguinal hernia. Procedure details: ¿the patient was taken to the operative suite. The patient was in supine position. Adequate general anesthesia was obtained. Timeout was then performed. Once this was done, the skin incision was made in the left groin with the 10 blade. The incision was deepened through the scarpa¿s and camper¿s fascia with the use of electrocautery until the aponeurosis encountered. This was cleaned and the external ring was then exposed. It was evident that the patient had previous hernia repair here as there was ethibond sutures noted in the fascia. Hemostasis was achieved in the wound and incision was then made in the end portion of the external oblique aponeurosis in direction of its fibers. The ilioinguinal nerve was not identified as there was a lot of scarring. It was difficult to visualize the nerve during the procedure. Flaps of the external oblique were developed cephalad and inferiorly. The cord was then identified. It was gently dissected free of the pubic tubercle and encircled with a penrose drain. At this point, the canal was examined and there appeared to be a large direct defect noted. Anteromedial aspect of the cord inspected. There was no indirect hernia noted. The allis clamp was used to grasp the hernia sac. It was dissected down to the level of its neck. It was opened, contents were reduced. The sac was then twisted and ligated with a vicryl suture. At this point, a bio-a plug were inserted into the defect. A few vicryl sutures were placed in the bio-a plug that pulled it in place. At this point, a keyhole polypropylene mesh was selected for repair. Beginning at the pubic tubercle, the mesh was then sutured to the inguinal ligament inferiorly and then the conjoined tendon superiorly. This was done with 2-0 nylon suture. Care was taken to place the mesh in a relaxed fashion to avoid any excess tension and I attempted to make sure no neurovascular structure were caught in the repair. Again, him having a previous repair, the anatomy that in itself did identify the nerves. Laterally, the tails of the mesh were crossed and the internal ring recreated allowing for the passage of the surgeon¿s fifth fingertip. Hemostasis was checked again. Penrose drain was removed. The cord was injected with 2 ml of exparel. The external oblique aponeurosis was then closed with a running suture of 3-0 vicryl. Scarpa¿s then closed with a running 3-0 vicryl suture. The skin was closed with vicryl and staples. A dressing was applied. The testicle was then pulled back down to its anatomic position. All sponge and needle counts were correct at the end of the case. The patient tolerated the procedure well and was taken to post anesthesia in stable condition.¿ (B)(6) 2017: (B)(6). Office notes. Postoperative check visit, 20 days postoperative procedure. Open inguinal hernia repair with mesh. Patient is doing well. Weight 164.3 lbs. Abdomen: left groin scar. No hernia or infection. No heavy lifting greater than 30 lbs until after (B)(6) 2017. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6) , np. Office visit. Presents with a diagnosis of ventral hernia, incisional. Diagnosed about 1 month ago. Course has been progressively worsening. Moderate intensity. Medications: glimepiride, novolin, aspirin. Weight 174.7 lbs, bmi 25.8. Exam: incisional hernia present. Plan: ventral hernia surgery with dr. Arunakul this week. (B)(6) 2009: (B)(6) , np. Office visit. Follow up. Was held in hospital for 10 days because of ¿intestinal bleeding¿. Exam: tenderness mild over hernia repair site, without signs of infection. (B)(6) 2009: (B)(6) hospital. [Provider ni]. Radiology-CT abdomen/pelvis. Impression: no small bowel obstructive pattern present. Constipation. The previous incisional hernia appears to have been repaired. Had a mesh placed in this area that was also present on previous study. No intraabdominal free air identified. No inflammatory processes present. (B)(6) 2009: (B)(6) , md. Office visit. Abdominal pain, right upper quadrant, right anterior lower ribs. He got incisional hernia and got mesh insertion by dr. Arunakul 5-10 years [sic]. CT showed diverticulosis. Review of systems: abdominal pain, heartburn and vomiting. [Missing records: records for ¿incisional hernia and mesh insertion by dr. Arunakaul 5-10 years¿ were not provided.] (B)(6) 2009: (B)(6) hospital. (B)(6) , md. Procedure report. Barium esophagram and air contrast upper gi series. Evidence of previous heart surgery, also repair of a ventral hernia with synthetic mesh. Opinion: chronic and postoperative changes. (B)(6) 2009: (B)(6) center. (B)(6) , md. Letter. Endoscopy report: indications: dysphagia. Abdominal pain. Impressions: schatzki¿s ring. Esophagitis. Small hiatal hernia. [Missing records: records for endoscopy with impression of ¿small hiatal hernia¿ were not provided.] (B)(6) 2009: (B)(6) , md. Pathology report. Diagnosis: squamous esophageal mucosa without significant inflammation. Goblet cell-containing columnar mucosa as seen in barrett¿s esophagus is not identified. (B)(6) 2009: (B)(6) , md. Office visit. Presents with constipation, frequent urination, and dizziness. Last bowel movement was extreme in amount (monday of this week) had not been in several weeks prior. Some nausea and vomiting this week, emesis is ¿black looking¿. Plan: continue stool softeners twice daily, plenty of fluids. (B)(6) 2010: (B)(6) , md. Letter. ¿I saw david robinson in the office. He has had a recurrence of his xiphoid hernia after laparoscopic hernia repair. This is a result of the previous CABG [coronary bypass grafting] that he had. This is a type of hernia that is very difficult to fix. I have talked to him about surgery and I am going to get him to get medical clearance from you and then schedule him for when he gets back from his trip to texas.¿ (B)(6) 2010: (B)(6) , md. Office visit. One month follow up. Unable to eat due to bloating. Lost 4 lbs. Chronic constipation. Having gastroesophageal reflux. May relate to surgery, need more recovery time. (B)(6) 2010: (B)(6) , md. Radiology-CT abdomen/pelvis. Impression: small hernia present in the mid upper abdomen just below the xiphoid process. No loops of bowel are identified. Gas present in this area could be representative of recent surgery. No infiltrates or effusion. Very large amount of feces in colon suggestive of constipation. No small bowel obstruction pattern. (B)(6) 2010: (B)(6) , md. Discharge summary. Admitted (B)(6) 2010 with strange symptoms. Underwent laparoscopic mesh placement by dr. Arunakul, about a week later, developed hypotension, presyncope. Could not find source of hypotension. CT abdomen showed small hernia. Large amount of feces, possible constipation. Is able to eat again. (B)(6) 2010: (B)(6) , md. Office visit. Follow up visit. Feels better after hernia surgery. Problem with constipation. Assessment: anemia of chronic disease. Plan: anemia may be related to gastrointestinal blood loss. I really suspect that could be due to the aspirin and plavix that he took for his cardiac problem. Hold aspirin for 2 weeks, will not go back on plavix. (B)(6) 2010: (B)(6) , md. Office visit. Patient says he had surgery a few weeks ago for a hiatal hernia. Returned to hospital was given 2 units of blood. Feeling weak and feverish. He feels as though his stomach is bigger than usual and there is a lot of pressure. He said the hernia was first repaired several months ago and had bleeding following that surgery as well. Exam: mild right upper quadrant tenderness. Occult negative blood in stool. (B)(6) 2011: (B)(6) , np. Office visit. Patient is scheduled for endoscopy. Here for surgical clearance. History of small cva [cerebro-vascular accident] at the end of 2010. History of bleeding severely after his hiatal and abdominal hernia repair last year. He has had bloody fluid drained per dr. Arunakul several times since. [Missing records: records for ¿bloody fluid drained per dr. Arunakaul several times¿ were not provided.] Records between 02/03/11 and 04/03/14 were not provided. (B)(6) 2014: (B)(6) center. (B)(6) . Office visit. Presents with abdominal pain. Left upper quadrant and right upper quadrant. Additional information: multiple test in past likely scar tissue from prior surgery. (B)(6) 2014: (B)(6) center. (B)(6) , md. Letter. Performed upper endoscopy. Indication: nausea and vomiting, gastroesophageal reflux disease, abdominal pain right upper quadrant. Impression: hiatal hernia, small. Mild gastritis. Minimal schatzk¿s ring. (B)(6) 2015: (B)(6) center. (B)(6) , md. Endoscopy report. Impressions: status post nissen fundoplication, wrap appears to be loose. Mild gerd [gastroesophageal reflux disease] changes. Asymptomatic schatzki¿s ring. Mild gastritis. (B)(6) 2015: (B)(6) . (B)(6) , np. Office visit. Follow up, chronic pain, thoracic and lumbar spine. Pain now exacerbated by mesh displacement in the abdomen from previous hernia repair. Seeing specialist at shand¿s to discuss possibly adjusting. Dr. Finlaw is concerned that the implanted mesh in the abdomen may be loose. Positive for recent cough. (B)(6) 2015: (B)(6) . Mary maldonado, np. Office visit. Diagnosed with ventral hernia. Went for hernia repair but needed testing before they could do this. Exam: positive for abdominal pain. Ventral hernia present. (B)(6) 2015: uf health radiology shand¿s at the university of florida. Radiology-CT abdomen/pelvis. Reason for exam: abdominal pain/recurrent ventral hernia evaluate progression/evaluate recurrent ventral hernia. Impression: there is a small ventral abdominal wall defect with herniation of fat stranding in this region, which was present on the outside CT but may represent the cause of chronic abdominal pain. Otherwise, no other findings to explain abdominal pain. (B)(6) 2015: uf health physicians. (B)(6) , md. Office visit. Present with symptoms of heartburn, dysphagia, emesis daily depending on what he eats. Onset several months ago. Complains of abdominal pain related to recurrent hernia, and malpositioning of mesh from prior abdominal hernia repair. Last one in 2010 at jackson hospital in marianna, laparoscopic incisional repair with surgimesh 15 x 15 circle mesh. Hernia is identified at that time, likely caused by mediastinal tubes placed at the time of CABG [coronary artery bypass grafting]. Reports pain is activity limiting, getting worse. Exam: abdomen; hernia defect of mid abdomen. Assessment/plan: small hiatal hernia and esophageal dysfunction. (B)(6) 2015: (B)(6) , np. Office visit. Follow up, chronic pain. CT results show small visceral fat pad herniation, but no other problem to show reason for abdominal pain. (B)(6) 2015: (B)(6) , md. Office visit. Complains of 5 year history of epigastric pain, dysphagia, nausea, and vomiting. Multiple esophageal dilations in the past, most recently 1 year ago, without improvement of symptoms. Pain is worst over the epigastric region, which has been worsening over the past several months. Exam: 183 lb. Abdomen; mildly distended, moderate tenderness in epigastric region. Appreciable 7 cm x 5 cm hernia defect of mid abdomen, mildly tender to palpation. CT 02/2015 report. Hiatal hernia, evidence of prior abdominal hernia repair. Assessment/plan: scheduled for or. [Missing records: records for the CT scan 02/2015 were not provided.] (B)(6) 2015: (B)(6) , md. Operative report. Preoperative diagnosis: paraesophageal hernia. Postoperative diagnosis: paraesophageal hernia. Operation performed: repair of paraesophageal hernia and nissen fundoplication. Assistant: sugong chen, md. Julie ann stortz, md. Estimated blood loss: 30 ml. Specimen: none. Indication for operation: this is a 59-year-old male who has a 5-year history of epigastric pain, dysphagia, nausea, vomiting. He has a diagnosis of paraesophageal hernia and previous esophageal dilations in the past with no improvement in symptoms. He had upper gi series showing hiatal hernia, severe nonspecific esophageal dysmotility. He also had an esophageal manometry showing normal lower esophageal sphincter pressures and relaxation. Normal gastric emptying. We recommended hiatal hernia repair with nissen fundoplication. Details of operation, as well as risks versus benefits were discussed at length with him. We obtained consent. Details of procedure: ¿patient was brought to the operating room in supine position. Time out procedure was performed to confirm the identity and the procedure to be performed. All scip [surgical care improvement project] measures were followed. After successful induction of general anesthesia, patient was prepped and draped in the usual sterile fashion. After a second time out, the abdomen was entered at the left upper quadrant with a veress needle. After successful insufflation, a 5 mm trocar was placed at that site. The abdomen was inspected and we noted multiple adhesions from previous abdominal ventral hernia repair with mesh. We placed additional ports at this point, one left of the umbilicus and one in the subxiphoid position to the right side. These were both 5 mm trocars. We then proceeded to use these ports to take down the adhesions bluntly. We then placed additional trocars, one in the right side of the umbilicus and one to the right subcostal position for the retractor. The liver was retracted anterior and cephalad with a flexible retractor. At this point, we noticed an obvious large hiatal defect with a large portion of the stomach up in the chest. We proceeded to take down the short gastrics along the greater curvature of the stomach. After this was done, we proceeded to dissect out the hiatus and took down the hernia sac with the harmonic scalpel. We freed a lengthy segment of esophagus up to the chest to allow us to pull down the esophagus and the stomach. We felt that the ge junction was sitting well below the hiatus with no tension. At this point, we inserted a 58-french bougie and repaired the hiatal defect with a bougie in place using 2-0 surgidac sutures. We placed several sutures posterior and anterior to the esophagus. The repair was snug, but not too tight. We then proceeded with our fundoplication. We wrapped the fundus of the stomach and suturing the fundus to itself around the ge junction with 3 interrupted sutures using surgidac suture again. A 2-0 ethibond stitch was used to secure the fundoplication to the right crus of the diaphragm. At this point, we inspected our hernia repair and fundoplication. We were satisfied with the results and hemostasis was secured. We removed the liver retractor and desufflated the abdomen and removed all trocars under direct vision and repaired the skin defects with 4-0 monocryl sutures and dermabond.¿ (B)(6) 2015: (B)(6) , md. Discharge summary. Admission diagnosis: gastroesophageal reflux disease without esophagitis. Reason for admission: obese, desires weight loss surgery. Operations and procedures: laparoscopic sleeve gastrectomy. Underwent above mentioned operation and tolerated it well. Abdominal exam remained benign. (B)(6) 2016: [missing records: records for ¿open incisional hernia repaired using covidien symbotex mesh¿ were not provided.] (B)(6) 2016: (B)(6) hospital. (B)(6) , md. History and physical. Discharged from jackson hospital last week after he underwent open incisional hernia repaired using covidien symbotex mesh. Patient has incarcerated recurrent incisional hernia. After surgery continued to have pain. This morning he fell from the bed hit his head to the floor and was bruised at the right temporal area. Wife called 911. The patient was found to have a hematoma or mucous retention cyst. There is question about right lower lobe pneumonia and drug overdose. Assessment/plan: will be admitted. (B)(6) 16: (B)(6) hospital. (B)(6) , md. History and physical. Discharged after hernia repair. Was admitted overnight for pain control and three days later came back for pain again, nauseated, vomiting and black out. Treated with IV fluids, antibiotics. He was discharged uneventfully. Pain started in incisional area. Patient has been suffering from chronic low back pain and several injuries and has been taking opioid treatment including baclofen or cyclobenzaprine along with hydrocodone. He came to the emergency room with severe abdominal pain and was found to have severe fecal impaction. He was admitted, emergency room team tried to disimpact and feels better, still has a lot of stool and unfortunately there is a bulging of incisional wound. There is concern for seroma or recurrent hernia. The patient was observed for further evaluation and treatment for severe constipation and abdominal pain, to rule out recurrent hernia. Exam: abdomen; mildly distended, soft, fist sized mass at lower midline, above the suprapubic area. Wound healing well. Assessment/plan: acute renal insufficiency due to dehydration from severe constipation due to fecal impaction. Diabetes type 2. Abdominal mass. Differential diagnosis: seroma or recurrent hernia. Will consult surgeon. No signs of obstruction at this time. Treat constipation aggressively. (B)(6) 2016: (B)(6) , md. Office visit. Nausea and vomiting. Ventral hernia again. Having bowel movement every 4-6 days. Still taking opioid 3 times a day due to back pain and abdominal pain. Abdominal mass. Seroma or recurrent hernia. No signs of obstruction at this time. Chronic obstructive pulmonary disease. Exam: ventral hernia present. Plan: refer to dr. Arunakul. Records after 08/30/16 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation finding h6: updated investigation conclusion h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 2240) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2009 through (B)(6), 2017 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ overweight (B)(6) 2009: 174.7 lbs., bmi 25.8 (B)(6) 2015: 183 lbs., bmi 26.6 ¿ smoking (B)(6) 2010: tobacco dependence ¿ (B)(6) 2008: history of hiatal hernia ¿ (B)(6) 2008: diabetes mellitus [dm] type ii ¿ (B)(6) 2009: diverticulosis ¿ (B)(6) 2010: anemia of chronic disease ¿ (B)(6) 2010: acid reflux disease ¿ (B)(6) 2010: history of peptic ulcer disease [pud], duodenitis. Bleeding after hiatal and abdominal hernia repairs last year. ¿ (B)(6) 2011: gastrointestinal bleed, gastric and duodenal ulcers ¿ (B)(6) 2009: small hiatal hernia ¿ (B)(6) 2010: recurrence of xiphoid hernia ¿ (B)(6) 2010: automobile accident. Airbag did deploy. ¿ (B)(6) 2010: small hiatal hernia just below xiphoid process ¿ (B)(6) 2014: hiatal hernia, small ¿ (B)(6) 2015: mesh displacement ¿ (B)(6) 2015: ventral hernia present ¿ (B)(6) 2015: hiatal hernia ¿ (B)(6) 2016: chronic obstructive pulmonary disease. Ventral hernia. ¿ (B)(6) 2016: fell and hit abdomen. Seroma present at operative site. ¿ (B)(6) 2017: left inguinal hernia surgical procedures: ¿ (B)(6) 2008: coronary artery bypass grafting x 4 ¿ (B)(6) 2009: incisional hernia repair from median sternotomy ¿ (B)(6) 2009: laparoscopic incisional hernia repair with mesh ¿ (B)(6) 2010: open incision hernia repair with mesh with modified component release. Primary repair of supraumbilical port hernia. ¿ (B)(6) 2015: repair of paraesophageal hernia and nissen fundoplication ¿ (B)(6) 2016: open incisional hernia repair using covidien symbotex mesh. ¿ (B)(6) 2016: evacuation of seroma/hematoma ¿ (B)(6) 2017: open left inguinal hernia repair with mesh implant preoperative complaints: ¿ (B)(6) 2009: ¿presents with a diagnosis of ventral hernia, incisional. Diagnosed about 1 month ago. Course has been progressively worsening. Moderate intensity. Medications: glimepiride, novolin, aspirin. Exam: incisional hernia present. Plan: ventral hernia surgery this week.¿ implant procedure: laparoscopic incisional hernia repair with mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/05807242, 10 cm x 15 cm x 1 mm thick, oval] implant date: (B)(6), 2009 [hospitalization (B)(6), 2009] ¿ findings: ¿10 x 8 cm fascial defect below the sternum at the subxiphoid area.¿ ¿ description of hernia being treated: ¿an incision was made just above the umbilicus using the optical trocar entry method. Pneumoperitoneum was established. The underside was inspected. There was no injury to the surrounding viscera. After this two additional 5 mm trocars were placed along the left abdomen and the right upper abdomen. Once this was done, the falciform ligament was taken down with sharp technique and electrocautery. After the ligament was taken down the fascial defects were then verified. It was underneath the xiphoid process. It was approximately 10 x 8 in greatest dimensions.¿ ¿ implant size and fixation: ¿a piece of dualmesh was chosen - a 15 x 10 cm piece. Cardinal sutures were placed at the east, west and south position. Once these sutures were tied in position it was rolled up into a scroll. The 5 mm trocar above the umbilicus was exchanged for a 10-11 and the mesh placed into the abdominal cavity. After this was done, it was unrolled. The sutures were then grasped using a stab incision in the anterior abdominal wall and used to grasp the gore-tex suture and pull it through the anterior abdominal wall to anchor the mesh into position. The mesh was then stapled and the edges were then stapled in place with combination of protacker and absorbable tacker. Please note that the superior fixation with this mesh was quite difficult as it was underneath the sternum and part of the subcostal margins. I did use sparingly a few staples along that edge that I could not attach it with a suture to this area. Once this was done, the mesh was securely fastened to the underside of the anterior abdominal wall and the gore-tex suture had been tied. The sutures were cut and a hemostat was inserted into each of these points and used to pull the suture away from the skin and the port sites closed with staples. The 10-11 fascia site was closed with a pds suture and the small stab incisions were closed with band-aids and staples.¿ (B)(6) 2009: discharge summary. ¿hospital course: after surgery did well until next day, started to have gi bleeding. It turned out to be pseudomembranous colitis. It is a separate problem and it is not complicated by the surgery. Most likely had this problem after antibiotics for sinusitis.¿ relevant medical information: ¿ (B)(6) 2009: ¿was held in hospital for 10 days because of ¿intestinal bleeding¿. Exam: tenderness mild over hernia repair site, without signs of infection.¿ ¿ (B)(6) 2009: CT abdomen/pelvis [a/p]. ¿impression: no small bowel obstructive pattern present. The previous incisional hernia appears to have been repaired. Had a mesh placed in this area that was also present on previous study.¿ ¿ (B)(6) 2009: ¿abdominal pain, right upper quadrant, right anterior lower ribs. He got incisional hernia and got mesh insertion by dr. Xx 5-10 years [sic]. CT showed diverticulosis. Review of systems [ros]: abdominal pain, heartburn and vomiting.¿ ¿ (B)(6) 2009: esophagram and air contrast upper gi series. ¿evidence of previous heart surgery; also repair of a ventral hernia with synthetic mesh. Opinion: chronic and postoperative changes.¿ ¿ (B)(6) 2009: endoscopy. ¿impressions: schatzki¿s ring. Esophagitis. Small hiatal hernia.¿ ¿ (B)(6) 2009: pathology. ¿finding: squamous esophageal mucosa without significant inflammation. Goblet cell-containing columnar mucosa as seen in (B)(6)¿s esophagus is not identified.¿ ¿ (B)(6) 2009: ¿presents with constipation, frequent urination, and dizziness. Last bowel movement was extreme in amount; had not been in several weeks prior. Some nausea and vomiting this week, emesis is ¿black looking¿.¿ ¿ (B)(6) 2010: ¿he has had a recurrence of his xiphoid hernia after laparoscopic hernia repair. This is a result of the previous CABG [coronary bypass grafting] that he had. This is a type of hernia that is very difficult to fix. I have talked to him about surgery.¿ ¿ (B)(6) 2010: ¿preoperative diagnosis: recurrent incisional hernia.¿ ¿ (B)(6) 2010: inpatient hospitalization [unknown dates] (B)(6) 2010: laparoscopic incisional hernia repair with mesh. ¿an incision was made just above the umbilicus using the optical trocar entry method. A 5 mm trocar was introduced into the peritoneal cavity and pneumoperitoneum was the established. A laparoscope was then inserted. The underside of the port was inspected. There was no injury to the concerning viscera. The patient¿s defect was visualized. There appeared to be 2 defects right where the patient had previous mediastinal tubes placed from his CABG. Two additional trocars were placed, one on the right, side of the abdomen and one on the left. Using spinal needles, edges of the defects were marked and then the needle was removed and the patient¿s abdomen desufflated and measured. The 15 cm x 15 cm circular piece of surgimesh was selected for the repair. Pneumoperitoneum was then established. Sutures were placed at the north, south, east and west position of the mesh using gore-tex suture. Mesh was then rolled into a scroll form. The 5 mm trocar was exchanged for a 10-11 trocar. The mesh was then placed through this trocar and inserted into the abdomen. The mesh was placed into position. The gore-tex sutures were grasped and pulled up through the anterior abdominal wall and tied into position. Once this was done, the protacker was used to tack the edges of the mesh down and then multiple additional transfascial sutures were placed along the right subcostal margins to anchor the mesh just below the subcostal margin being careful to avoid the neurovascular bundle. Once this was done, the mesh was re-examined. The hernia defects were well covered. Pneumoperitoneum was then evacuated and the 10-11 trocar site and fascia was reapproximated with a figure of eight vicryl suture. Skin was closed with staples.¿ ¿ (B)(6) 2010 - (B)(6) 2010: inpatient hospitalization (B)(6) 2010: CT a/p. ¿impression: small hernia present in the mid upper abdomen just below the xiphoid process.¿ ¿no small bowel obstruction pattern.¿ (B)(6) 2010: discharge summary. ¿underwent laparoscopic mesh placement by dr. Xx, about a week later, developed hypotension, presyncope. CT abdomen showed small hernia.¿ ¿ (B)(6) 2010: ¿feels better after hernia surgery.¿ ¿ (B)(6) 2010: ¿patient says he had surgery a few weeks ago for a hiatal hernia. Returned to hospital was given 2 units of blood. Feeling weak and feverish. He feels as though his stomach is bigger than usual and there is a lot of pressure. He said the hernia was first repaired several months ago and had bleeding following that surgery as well. Exam: mild right upper quadrant tenderness.¿ explant preoperative complaints: ¿ (B)(6) 2010: ¿patient returns after CT scan to evaluate recurrent incisional hernia. CT confirms recurrent subxyphoid hernia and a port hernia above the umbilicus. Patient also had an esophagogastroduodenoscopy demonstrating esophagitis with ulceration, gastritis, duodenitis, and a small hiatal hernia, and pronounced neuromuscular dysfunction of the esophagus. Impression: recurrent incisional hernia at subxyphoid area and port hernia. Small hiatal hernia.¿ ¿ (B)(6) 2010: ¿preop diagnosis: incisional hernia x 2.¿ explant procedure: open incision hernia repair with mesh with modified components release. Primary repair of supraumbilical port hernia. Explant date: (B)(6), 2010 [hospitalization (B)(6), 2010] ¿ ¿an incision was made above the xiphoid process on the sternum extending down below the hernia. Sharp dissection was carried out down to the hernia defect. The patient had previous laparoscopic incisional hernia repair that appeared to be piece of omentum that was stuck in the inferior edge of the mesh. This was reduced. Once this was done, the underlying mesh was dissected away from the fascia in a circumferential fashion. Flaps were made on either side of the incision exposing the external oblique aponeurosis. The fascia on the external oblique was scored with the electrocautery the length of the incision. This was carried over the ribs laterally and then superiorly medially. Flaps were created on the opposite side in a similar fashion. Once this was done, xyphoid process was removed, a 13.8 cm x 17.8 cm piece of composix kugel hernia patch mesh was selected for the repair. This was inserted into the peritoneal space. The superior edges of the fascia were anchored around the rib cage superiorly on the right and left side. A suture was passed around the sternum, grabbing the mesh, and coming out the opposite side of the sternum and tied. Once this was done, the hernia patch was sutured to the fascia with prolene sutures in a circumferential fashion. Once this was done, the patch was inspected. It was securely placed at the fascia. Once this was done, a few stab incisions were created on either side of the flaps and fluted drains placed into the subcutaneous tissues and placed to bulb suction. These drains were sutured into position. Once this was done, the fascia was reapproximated over the mesh using a running prolene suture. There was no tension on the hernia repair. Staples were then used to close the skin. Next, an incision was made over the supraumbilical port defect. Dissection was carried down to the level of the hernia. The hernia was reduced. There was a very small defect from the previous port from laparoscopic surgery. This was reapproximated with one figure-of-eight suture. The skin was then reapproximated with staples.¿ (B)(6) 2010: discharge summary. ¿hospital course: admitted following open incisional hernia repair. Tolerated procedure well. Record jp drain output.¿ relevant medical information: ¿ (B)(6) 2010: ¿status post incisional hernia repair with modified components tech with mesh and primary repair of port hernia. Drains removed last week. Complains of pain around the lower subcostal margin and fluid over the left and right skin flaps. Exam: no infection, no hernias, positive seroma around operative site¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use includes a further precaution: ¿do not use absorbable sutures or cutting needles to secure the device in place.¿ the instructions for use also includes a precaution, ¿ensure the size of the device is adequate for the intended repair.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction. Other fixation devices - staples or helical tacks (also known as helical coils) can be used as an alternative to sutures. Staple size and staple or tack spacing should be determined by surgeon preference to provide for adequate tissue fixation and to prevent reherniation. ¿ the instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05807242. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6) hospital. (B)(6) md. Operative report. Pre/postop diagnosis: incisional hernia. Operations and findings: laparoscopic incisional hernia repair with mesh. Findings: 10 x 8 cm fascial defect below the sternum at the subxiphoid area. Procedure details: ¿the patient was taken to the operative suite and placed in the supine position. After adequate general anesthesia was obtained, the patient¿s abdomen was prepped and draped in the usual sterile fashion. After this was done, an incision was made just above the umbilicus using the optical trocar entry method. Pneumoperitoneum was established. The underside was inspected. There was no injury to the surrounding viscera. After this two additional 5 mm trocars were placed along the left abdomen and the right upper abdomen. Once this was done, the falciform ligament was taken down with sharp technique and electrocautery. After the ligament was taken down the fascial defects were then verified. It was underneath the xiphoid process. It was approximately 10 x 8 in greatest dimensions. A piece of dualmesh was chosen - a 15 x 10 cm piece. Cardinal sutures were placed at the east, west and south position. Once these sutures were tied in position it was rolled up into a scroll. The 5 mm trocar above the umbilicus was exchanged for a 10-11 and the mesh placed into the abdominal cavity. After this was done, it was unrolled. The sutures were then grasped using a stab incision in the anterior abdominal wall and used to grasp the gore-tex suture and pull it through the anterior abdominal wall to anchor the mesh into position. The mesh was then stapled and the edges were then stapled in place with combination of protacker and absorbable tacker. Please note that the superior fixation with this mesh was quite difficult as it was underneath the sternum and part of the subcostal margins. I did use sparingly a few staples along that edge that I could not attach it with a suture to this area. Once this was done, the mesh was securely fastened to the underside of the anterior abdominal wall and the gore-tex suture had been tied. The sutures were cut and a hemostat was inserted into each of these points and used to pull the suture away from the skin and the port sites closed with staples. The 10-11 fascia site was closed with a pds suture and the small stab incisions were closed with band-aids and staples. 0.5% ropivacaine was used for local anesthesia around each port. The patient tolerated the procedure well without difficulty. The patient was taken back to recovery in satisfactory condition. All sponge and needle counts were correct at the end of the case.¿ . (B)(6) 2009: (B)(6) hospital. Progress notes. Implant record. Operative implants: gore dual mesh plus. Ref: 1dlmcp03. Lot: 05807242. The record confirms a gore® dualmesh® plus biomaterial (1dlmcp03/05807242) was implanted during the procedure. (B)(6) 2009: (B)(6) hospital. (B)(6) md. Discharge summary. No heavy lifting 2 weeks, no driving 7 days. D/c dx: post laparoscopic incarcerated hernia repair with mesh. Dualmesh 15 cm x 10 cm inserted. Pseudomembranous colitis w/ stool c. Diff negative, biopsy compatible w/ pseudomembranous colitis. Hospital course: after surgery did well until next day, started to have gi bleeding. It turned out to be pseudomembranous colitis. It is a separate problem and it is not complicated by the surgery. Most likely had this problem after antibiotics for sinusitis. Prognosis: fair. (B)(6) 2010: (B)(6) hospital. (B)(6) md. Operative report. Pre/postop diagnosis: recurrent incisional hernia. Operative procedure: laparoscopic incisional hernia repair with mesh (surgimesh 15 cm x 15 cm circle). Procedure details: ¿patient was taken to the operative suite, placed in the supine position. After adequate general anesthesia was obtained, the patient¿s abdomen was prepped and draped in usual sterile fashion. Next an incision was made just above the umbilicus using the optical trocar entry method. A 5 mm trocar was introduced into the peritoneal cavity and pneumoperitoneum was the established. A laparoscope was then inserted. The underside of the port was inspected. There was no injury to the concerning viscera. The patient¿s defect was visualized. There appeared to be 2 defects right where the patient had previous mediastinal tubes placed from his CABG. Two additional trocars were placed, one on the right, side of the abdomen and one on the left. Using spinal needles, edges of the defects were marked and then the needle was removed and the patient¿s abdomen desufflated and measured. The 15 cm x 15 cm circular piece of surgimesh was selected for the repair. Pneumoperitoneum was then established. Sutures were placed at the north, south, east and west position of the mesh using gore-tex suture. Mesh was then rolled into a scroll form. The 5 mm trocar was exchanged for a 10-11 trocar. The mesh was then placed through this trocar and inserted into the abdomen. The mesh was placed into position. The gore-tex sutures were grasped and pulled up through the anterior abdominal wall and tied into position. Once this was done, the protacker was used to tack the edges of the mesh down and then multiple additional transfascial sutures were placed along the right subcostal margins to anchor the mesh just below the subcostal margin being careful to avoid the neurovascular bundle. Once this was done, the mesh was re-examined. The hernia defects were well covered. Pneumoperitoneum was then evacuated and the 10-11 trocar site and fascia was reapproximated with a figure of eight vicryl suture. Skin was closed with staples. .5% ropivacaine was checked in each of the port sites. All sponge and instrument counts were correct at the end of the case. Patient tolerated the procedure well without any difficulty and will be admitted for postop pain control.¿. (B)(6) 2010: (B)(6) hospital. (B)(6) md. Operative report. Pre/postop diagnosis: incisional hernia x 2. Operative procedure: open incision hernia repair with mesh with modified components release. (Mesh used composix kugel hernia patch 13.8 cm x 17.8 cm). Primary repair of supraumbilical port hernia. Procedure details: ¿the patient was taken to the operative suite, placed in the supine position. After adequate general anesthesia was obtained, the patient¿s abdomen was prepped and draped in the usual sterile fashion. An incision was made above the xiphoid process on the sternum extending down below the hernia. Sharp dissection was carried out down to the hernia defect. The patient had previous laparoscopic incisional hernia repair that appeared to be piece of omentum that was stuck in the inferior edge of the mesh. This was reduced. Once this was done, the underlying mesh was dissected away from the fascia in a circumferential fashion. Flaps were made on either side of the incision exposing the external oblique aponeurosis. The fascia on the external oblique was scored with the electrocautery the length of the incision. This was carried over the ribs laterally and then superiorly medially. Flaps were created on the opposite side in a similar fashion. Once this was done, xyphoid process was removed, a 13.8 cm x 17.8 cm piece of composix kugel hernia patch mesh was selected for the repair. This was inserted into the peritoneal space. The superior edges of the fascia were anchored around the rib cage superiorly on the right and left side. A suture was passed around the sternum, grabbing the mesh, and coming out the opposite side of the sternum and tied. Once this was done, the hernia patch was sutured to the fascia with prolene sutures in a circumferential fashion. Once this was done, the patch was inspected. It was securely placed at the fascia. Once this was done, a few stab incisions were created on either side of the flaps and fluted drains placed into the subcutaneous tissues and placed to bulb suction. These drains were sutured into position. Once this was done, the fascia was reapproximated over the mesh using a running prolene suture. There was no tension on the hernia repair. Staples were then used to close the skin. Next, an incision was made over the supraumbilical port defect. Dissection was carried down to the level of the hernia. The hernia was reduced. There was a very small defect from the previous port from laparoscopic surgery. This was reapproximated with one figure-of-eight suture. The skin was then reapproximated with staples. 0.5% ropivacaine was injected at the port site. A dressing was then placed over the operative site and around the drains. The patient was taken back to recovery in satisfactory condition. All sponge and needle counts were correct at the end of the case.¿. (B)(6) 2010: (B)(6) hospital. (B)(6) md. Discharge summary. Admission diagnosis: s/p open incisional hernia repair x 2, hx cad, s/p CABG. Type ii diabetes. Hx pud, duodenitis. Hospital course: admitted following open incisional hernia repair. Tolerated procedure well. Record jp drain output. Call if fever greater than 101.5, redness or drainage around incision site, or pain not controlled with medication. Cannot shower. Keep wounds dry. No driving next three weeks, no heavy lifting next six weeks. [Missing records: a pathology report detailing analysis of device removed during the (B)(6) 2010 procedure was not provided.]. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2009, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, hernia recurrence. Additional event specific information was not provided.